Event description:
It was reported when using the bd pyxis medstation es system drawer was not detected on bus caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the row c was greyed out. The field service engineer replaced row board and all pockets to resolve. The system functioned as intended after the field service engineer troubleshooted the device.